Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(6) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure; after implanting the lens, surgeon looks under the microscope that the lens is marked on its periphery caused by the injector. There was patient contact. The procedure was completed on the same day. There was no patient harm.

Manufacturer narrative:
The used company cartridge was returned loose in a bag with the company handpiece. Viscoelastic was observed in the cartridge. The cartridge tip was slightly bent. This appears to have occurred during transit due to the cartridge being returned unsecured. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A photo was provided of an implanted single-piece toric lens. The area of interest was circled in black. A small, slightly curved mark was observed near the edge of the optic. The mark may be a scratch or a small crack. Unable to determine from the photo. The location of the damage may indicate a plunger override occurred. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A qualified lens model/diopter and handpiece were used. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the reported mark on lens could not be determined. No issues were found with the returned company cartridge. Top coat dye stain testing was conducted with acceptable results. Only a photo of the lens was provided. The area of interest was circled in black. A small, slightly curved mark was observed near the edge of the optic. The mark may be a scratch or a small crack. Unable to determine from the photo. The location of the damage may indicate a plunger override occurred. It is unknown if a qualified viscoelastic was used. The IFU(instructions for use) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol (intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.